Manufacturer narrative:
Please see the below for the investigation findings: the product sample was returned to the manufacturing site for review. After visual inspection, a hole was found below the strain relief, at the base of the luer fitting. With the available information, the most probable root cause could be considered as misuse (device could be damaged due to the inappropriate use of cleaning agents or sharp objects). The manufacturing lot number associated with this complaint was provided and a device history record (DHR) review was performed and no deviations related to this failure mode were found. The customer provided 4 possible lot numbers, 355598,355598, 353310, 352765, 352765, and also provided lot 1413800106. The DHR review indicated that there was no quality issues associated with the reported issue. All DHR's are reviewed for accuracy prior to product release. The returned samples strain relief was measured with the vertex, and it was identified that its length is 0.59 in (14.99 mm). Under special 510k#130725, the implementation of a new extended strain relief design for the luer hub (new design length is 0.73 in (18.5 mm) was completed on 05/16/2014. This design change is expected to reduce the stress and likelihood of kinking in the area most likely to be exposed to alcohol. Lot number 1413800106 can be discarded from this analysis since it was manufactured on 06/06/2014 with the new strain relief design. Consequently, the device involved with this event is associated with lot 303202x, 235904x, 226804x or 228905x which were all manufactured before the implementation date of the actions related to special 510k#130725. Also under special 510k#k130725, covidien expanded warnings within the instructions...

Event description:
Per additional information received from the customer; the customer reports that after 7 days of using the product in the artery of a (B)(6), a hole appears just below the molded strain relief on the primary extension tubing. Povidone iodine 10% was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and not difficult to secure. The uvc was secured with a granoflex and adhesive bend. The uvc was inserted on (B)(6) 2015 in the umbilical artery and was used for 7 days. Heparin 10 unit 1cc saline was used to flush the line using a 20cc perfuser syringe. Povidone iodine 10% was used to clean the device. The catheter tubing was being cleaned as well. The uvc was removed on (B)(6) 2015 and was not replaced. The status of the patient is ok. For use manual of this product to highlight the concern of uvc catheter damage in the hub area associated with the use of alcohol based disinfectants. The instructions for use were replaced in all stock, and hospitals were sent a letter highlighting this issue. This complaint will be used for trending and tracking purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports after seven days of using the catheter, a hole appeared in the primary extension tubing, just below the hub.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.